Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer decide to use their insulin pump after not having used it for an extended period of time. When they turned on the device it alarmed multiple error alarms. The customer's blood glucose was unknown. The customer also stated that they were unable to upload the information from the insulin pump to the carelink account. Nothing further was reported.